Event description:
It was reported that the device was not withholding high voltage therapy during the magnet placement. Tachy therapy was disabled. The patient expired on (B)(6) 2017. The cause of death was noted to be cancer.